Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from our international affiliate. A patient was switched to acuvue advance contact lenses in 2007. Three weeks later, the pt developed a 1 mm peripheral, corneal ulcer in the nasal area, od. This was not considered a serious injury. The pt was treated with levofloxacin eye drops 6 x day and sodium hyaluronate eye drops 6 x day. The ulcer was resolved in one week and the pt resumed wearing acuvue advance contact lenses. One month later, the pt developed a 1 mm peripheral corneal ulcer in the temporal area, od. There was no reduction in va. Pt was treated with levofloxacin eye drops 6 x day and sodium hyaluronate eye drops 6 x day. This was not initially considered to be a serious injury. The next month, a follow up call was made to the treating ophthalmologist, the corneal ulcer had not fully resolved. Corneal clouding was reported and the ecp reported the ulcer may be infectious. The ecp continued the medication regime. The ecp reported the pt has a history of good compliance. The ecp reported the lenses in question were discarded and the lot number is not available. No additional information is available at this time. We will continue to request follow-up information and will report any additional information within 30 days of receipt. All MDR events are reviewed in quarterly management review meetings.